Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address insert post fracture and poly wear of the insert, specifically on the post.

Manufacturer narrative:
The device associated with this report was not returned. Supplied photographs confirm the reported fracture; however, the investigation could not draw any conclusions regarding the root cause without the device for examination. A review of the device history records did not indicate any anomalies that would contribute to the reported event. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.